Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robot-assisted laparoscopic appendicovesicostomy or mitrofanoff procedure and placement of super pubic catheter, the suture was used to secure the bladder to the anterior abdominal wall, and to create a continent-catheterizable channel. One week after surgery, the patient developed a bowel obstruction and went to the operating room to evaluate the cause and the suture was found to have caused adhesions of the small intestine to the posterior bladder wall where the it was used. Some of it was removed at the time and it was felt that all exposed suture was covered. Subsequently he had another bowel obstruction one week later and went back to the operating room again where more suture was found at the posterior bladder wall entwined with the bowel. This time all the sutures were removed that could be found from the anterior abdominal wall as well as the posterior bladder. All knots were identified and suture was removed - it was less than 2 inches worth.

Manufacturer narrative:
Occupation: health professional (hpro) additional information: evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted several suture fragments that appeared to have been removed from a patient. As no sealed samples were returned, functional testing could not be performed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. However, a probable cause could be attributed to leaving some of the suture sticking out of the suture site (not flush with the tissue) which could lead to unwanted adhesion. If information is provided in the future, a supplemental report will be issued.